Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the external pulse generator (epg) was unable to sense r-waves at the maximum sensitivity setting. The epg passed incoming testing. It was indicated that the epg had a contaminated case screw. The epg was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
The epg was returned for service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was unable to sense r-waves at the maximum sensitivity setting. A different epg was used. The epg is expected to be returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.